Event description:
This is filed to report the clip jumping open during device prep. It was reported that during device preparation of the clip delivery system (cds) the clip arms displayed jerking movements and the movement of the arm positioner was stiffer than normal. There was a clip jump noted when going from 170 to 180 degrees. Troubleshooting was performed; however, the issue did not resolve, and the device was exchanged. There was no clinically significant delay to the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported arm positioner resistance and clip jumping issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. In the absence of a confirmed failure mode a cause for reported arm positioner resistance and clip jumping could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.